Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer was dizzy, increased heart rate. Customer is having problems with blood glucose but believes it is not a pump issue at this time. Checked programming. Insulin concentration, basal rates/times, bolus history, alarm history, programming is correct. Disconnected at quick release and programmed a 3u (u-100) fixed prime with reservoir in pump and insulin exited. Conducted high pressure test and pump alarmed within specifications. Customer stated that tshe has lost some wieght and does feel the set in her body, advised customer of different infusion sets.